Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt gas port was missing the blue part in the valve. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt gas port was missing the blue part in the valve. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use with evidence of blood were evident on the btt. The insufflation tube was observed to be firmly attached to the btt. No other part of the reported device was returned for evaluation. An inflation test was conducted. The balloon was inflated and submerged in plain water to observe the presence of bubbles. The device passed the inflation test, it remained inflated and no bubbles were observed under submersion. There were no defects detected. Based on the returned condition of the device and the results of the investigation, the reported failure "component missing" was not confirmed.